Manufacturer narrative:
The user facility's biomedical engineer (biomed) stated the drive motor bearing were giving out. Investigation in process, but not yet completed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal drive motor unit was very noisy and it was grinding and sometimes vibrating. The device was not changed out, as the unit still functioned and used on this case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.